Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and additional intervention administered. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The ra lead was completely dislodged and had migrated up to the pocket. The patient was then given with intravenous medication. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery and additional intervention administered.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The ra lead was completely dislodged and had migrated up to the pocket. The patient was then given with intravenous medication. No additional adverse patient effects were reported.